Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was noted to be challenging. An xtw clip was inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. To further reduce tr, a second clip was deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that due to difficult imaging, the septal leaflet may not have had a sufficient grasp. Tr remained at a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and per the account the reported slda was likely due to the septal leaflet not being grasped sufficiently due to difficult imaging. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. There is no indication of a product issue with respect to manufacture, design or labeling.